Manufacturer narrative:
Patient weight not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement procedure. It was reported that the site's patient tracker frame was not being picked up by the em. The site was able to register the patient, however after draping, they were no longer able to track the frame. The site was still able to track the stylet. They re-positioned everything but could not track it. The site tried a different frame and different ports and still unable to track. They switched to the side emitter, but no resolution. The site decided to move the patient's head and was able to proceed with the case. It was also confirmed by the rep that the case was not set up as normal. The site did not use the normal dense foam pillow and instead had the patient's head almost directly on the emitter surface with some towels in between. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the delay in surgery was less than 30 minutes.